Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient didn't experience any symptoms that he was hypoglycemic and he passed out while picking up a pill that fell on the floor. The patient didn't receive an alert before fainting. The low alert was set at 90 mg/dl. The patient couldn't confirm if the receiver was showing any readings or if it was reading correctly. When the patient's wife arrived and saw him passed out, she, called 911. When the paramedics arrived, they treated the patient with glucose and took a bg reading (no value documented). The patient refused to go to the hospital since he was feeling better after his glucose levels stabilized and he was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.